Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID 978b133 lot# va2y69p serial# implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient reported that they had a surgery about a month ago to move the leads internally. The patient stated that the healthcare provider (hcp) took an x-ray and said that one of the leads was dislodged so the hcp went in and reconnected and adjusted whatever they needed to do and this was supposed to take care of the patient's problem. The patient said that they still had some leaking and they needed to readjust the program again but every time they try to go to the application they cannot get it to connect. The agent walked the patient through how to connect external devices to implanted neurostimulators and patient was able to successfully connect to their implant. The troubleshooting steps that were taken on the call resolved the issue.